Manufacturer narrative:
The device was not returned for analysis. Production record review and a review of the complaint history were not conducted because the device was not returned, and the lot number was not reported. Corrective and preventive actions (CAPA) review was conducted and no manufacturing nonconformities that would have contributed to this complaint were noted. The patient effects of stenosis, and inflammation are listed in the perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The cause of the difficulty cannot be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it is possible, the device suture inadvertently caught a vein valve. The rationale for this is the use of ultrasound and an angiogram were both used which should have shown or minimized the risk of a backwall stitch. However, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein (rcfv) using the pre-close technique via a large-bore artery (>8f) sheath hole prior to a patent foramen ovale (pfo) interventional procedure on (B)(6) 2024. The suture of a proglide device was successfully placed. The sheath was not upsized and the procedure was completed. Hemostasis was achieved with the proglide device without any issues. Reportedly, on (B)(6) 2024, the patient returned to the hospital with a massively swollen right leg. A computed tomography scan showed that the proglide had completely sewn up the rcfv which caused stenosis. The patient was re-hospitalized. Ballooning was attempted to dilate the stenosis but did not work. Patient underwent surgical intervention to treat the stenosis. Manual compression was performed to achieve hemostasis. A clinically significant delay was reported. No additional information was provided.